Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (communication faults) was confirmed. As received, the trunk cable connector latch was cracked, creating an insecure connection between the belt and the monitor. The cause of the communication faults is the damaged connector. The root cause of the damaged connector is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing communication faults.